Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and customer was hospitalized on (B)(6) due to high blood glucose and insulin pump was under delivering insulin and blood glucose was high as 356 mg/dl. The customer¿s current blood glucose value last month was 300 mg/dl and current is 123 mg/dl. The customer has treated high blood glucose with the syringe. Based on the customer's report customer alleged insulin pump was under delivering. It was also reported that the big air bubbles were present in the tubing length. The insulin pump will be returned for analysis.